Event description:
It was reported that the customer was hospitalized with high blood glucose of 284mg/dl, but during the first night the glucose level went up to 350mg/dl. It was stated that the customer's blood glucose was fluctuating. The blood glucose in the past two months has been 20 to 450mg/dl. The customer had ketones and was consciousness, just loose strength. Troubleshooting was performed, and no damage to the drive support cap noted. The displacement and high pressure test were performed and they passed. It was mentioned that the doctor reported the insulin pump was delivering insulin with delay and sometimes in big amounts. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The pump passed the delivery volume accuracy test.